Manufacturer narrative:
Rod side hose.

Event description:
It was reported by service report that the rod side hose was leaking hydraulic fluid. No pt involvement or adverse consequences are reported.